Event description:
It was reported that this implantable pacemaker exhibited high out of range shock impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed on the right atrial channel, due to this atrial tachy response (atr) episodes were inappropriately recorded. Troubleshooting options and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed on the right atrial channel, due to this atrial tachy response (atr) episodes were inappropriately recorded. Troubleshooting options and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed on the right atrial channel, due to this atrial tachy response (atr) episodes were inappropriately recorded. Troubleshooting options and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced.

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right atrial channel. Due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed on the right atrial channel, due to this atrial tachy response (atr) episodes were inappropriately recorded. Troubleshooting options and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was surgically abandoned and replaced.